Manufacturer narrative:
Section h5: corrected manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via review of the submitted and downloaded log files, and evaluation of the returned modular cable (lot number: unknown) confirmed damages that would have contributed to the events seen in the log files. The event log files from the exchanged system controller collectively contained approximately 3 days of information (19nov2024 to 22nov2024 per timestamps). At 18:56:31 on (B)(6) 2024, a driveline power fault alarm activated due to an internal fault indicating that there was an interruption in the power b signal. This alarm did not impact operation of the pump. Shortly later that day at 19:15:05, a driveline disconnect alarm was observed; this driveline disconnection appears to be associated with the provided information that the patient panicked while trying to exchange their system controller and accidentally disconnected the modular cable. The pump resumed operation as expected once the driveline was reconnected and external power was restored. The internal power b faults were observed to intermittently clear and re-activate throughout the remainder of the log file, but no further driveline power fault alarms were observed. The driveline was disconnected from this system controller again at 13:38:56 on (B)(6) 2024, which is consistent with the reported exchange of the modular cable and system controller. During functional testing of the returned modular cable, the driveline power fault alarm was not able to be reproduced; however, damages consistent with the log file findings were revealed. The modular cable was able to support operation of a mock circulatory loop without issue. However, the inner wires of the modular cable were not able to pass resistance testing requirements. The layers of the cable were removed one at a time, and several areas of wire kinking and damage were able to be identified. Most notably, the insulations of the power a, power b, and ground a wires were found to be damaged, exposing their inner conductors. With manipulation of the cable, the power conductors could have shorted to the ground conductors, which would have caused the observed interruptions in the power b signal. The observed damage was therefore suspected to be the root cause of the driveline power fault alarm. Provided information indicated that the patient has not reported any further alarms after the exchange of the modular cable and system controller. The device history records were not able to be reviewed, as the lot number of the exchanged cable was not provided. Heartmate iii instructions for use, rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use, rev. C - section 8 entitled ¿equipment storage and care¿ and the heartmate iii patient handbook, rev. D - section 6 entitled ¿caring for the equipment¿ address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced a yellow wrench alarm on (B)(6) 2024. The alarm was confirmed in clinic to have been a driveline fault alarm. The patient reported they had attempted to switch out batteries and to the mobile power unit with no resolution of alarm, thus calling 911. During this, the patient attempted to change out their system controller but disconnected from their modular cable connection and panicked. Not understanding how to reconnect to their new controller, they inserted their modular cable back together. The patient remained on their current controller and no further driveline faults had occurred. Log files were submitted for review. The event log displayed driveline power fault alarms beginning on (B)(6) 2024 between 6:56 pm - 7:15 pm. The modular cable was momentarily disconnected for approximately 22 seconds with lvad_off alarms. The modular cable was reconnected at 7:15pm with no further alarms as mentioned. The event log displayed multiple strings of driveline_power_fault/ (f5) pwr_b_broken alarms beginning on (B)(6) 2024 as mentioned. The event log displayed driveline_power_fault / power_cable_disconnect / no_external_power / lvad_off alarms due to a disconnect of the driveline at the modular cable connector by the patient. The driveline_power_fault/ (f5) pwr_b_broken alarms resolved on (B)(6) 2024 however the event log displayed a few intermittent (f5) pwr_b_broken event flags on (B)(6) 2024 through (B)(6) 2024. It was later reported that alarms had resolved after modular cable and system controller exchange. Patient was stable and sent home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.